Event description:
It was reported that an intra-aortic balloon (iab) was inserted during an angiogram. The correct preparation was completed, however, the iab could not be inserted through the sheath. Another iab was prepared and inserted through the same sheath without further issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: quality assurance and regulatory affairs associate additional reporter: (B)(6), clinical marketing manager: cardiac surgery / (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The sheath was not returned for evaluation. Two kinks were observed on the catheter tubing approximately 74.9cm and 71.6cm from the iab tip. The extender tubing was also returned. - a laboratory insertion test was unable to be performed due to the membrane being unfurled. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed, and no leaks were detected. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).